Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient a detached sensor wire on (B)(6) 2015. Upon removal of the sensor applicator, the wire came out as well. The patient did not report any injury or medical intervention.